Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.0/4.0/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. On (B)(6) 2023 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Dimensional inspection found the lens to be within specifications claim #(B)(4).